Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large needle driver instrument to perform failure analysis. Manual articulation was performed without any issue. The reported instrument was found to be expired when placed on an in-house system. Additionally, the life indicator on instrument had turned red confirming that it was expired. The complaint regarding broken cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with initial reporter to clarify the reported complaint of broken cable. Customer mentioned that they did not have any defective needle driver instruments on the site.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.